Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the outcome of the patient. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on during a patient event. The patient involved in the reported event is deceased; however, the customer informed stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Corrected data: section b2 outcomes attributed to ae of the initial medwatch report indicated: death. Section b2 outcomes attributed to ae of the initial medwatch report should indicate: blank.

Event description:
The customer contacted stryker to report that their device failed to power on during a patient event. The patient involved in the reported event is deceased; however, the customer informed stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to power on during a patient event. The patient involved in the reported event is deceased; however, the customer informed stryker that the device use did not contribute to the outcome of the patient.